Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was an untreated episode stored in the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Boston scientific technical services (ts) was consulted the noise appeared non-physiological and could be due to a possible loose setscrew or damage to the seal plug. Ts discussed that the noise can resolve over time. The field representative reprogrammed the s-ICD to primary sensing vector as per ts recommendation since it takes the sense a, or distal tip, out of the sensing equation. The s-ICD remains in service and no adverse patient effects were reported.